Event description:
Inr home device error. Dr reading 3.8, roche coaguchek xs self test device showed 4.2. Other reading was 2.5 at dr and this device showed 3.0. Venus blood draw showed dr. Device made by inratio was correct. The error was reported to the roche product technical staff and (B)(6) both said that this error or discrepancy was acceptable. Target inr range is 2.0 to 3.0. With this discrepancy, coumadin med adjustments are made which could thin the blood more than necessary. Supplier tech support claims their device is self-calibrating and must report the correct number. When results were compared to a venus draw, their device was 0.4 different - higher. Tech support claims no issue with their product and that the number represented by the reading does not really matter and that two devices will never have the same reading. This significant difference could influence the medical treatment by med amount adjustments but roche staff does not seem to think this is important to them or the pt. Device was checked twice against the inr device at the doctor office and once against a venus blood draw. Significant errors occurred on all readings. Dates of use: (B)(6) 2013.